Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter. The reporter alleged readings of "200mg/dl+" on the lfs meter and "118mg/dl" on a onetouch ultra. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.